Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: hysterectomy in (B)(6) 2008. I still have mine in .may be should see if they will remove them. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: hysterectomy in (B)(6) 2008. I still have mine in .may be should see if they will remove them. Concerning the injuries reported in this case, the following one/ones were reported via social media: hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.